Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("shooting pain in my vagina"), discomfort ("I was experiencing discomfort") and erythema ("red area on my left pubic area/ red & irritated around my bikini line"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vulvovaginal pain, discomfort and erythema outcome was unknown. The reporter considered discomfort, erythema, pelvic pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, discomfort, vaginal pain, redness. Most recent follow-up information incorporated above includes: on 23-jun-2020: mr received. Lot number was added. Reporter, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("shooting pain in my vagina"), discomfort ("I was experiencing discomfort") and erythema ("red area on my left pubic area/ red & irritated around my bikini line"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vulvovaginal pain, discomfort and erythema outcome was unknown. The reporter considered discomfort, erythema, pelvic pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, discomfort, vaginal pain, redness. Lot number:664435, manufacturing date:2009/08, expiration date: 2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("shooting pain in my vagina"), discomfort ("I was experiencing discomfort") and erythema ("red area on my left pubic area/ red & irritated around my bikini line"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the vulvovaginal pain, discomfort and erythema outcome was unknown. The reporter considered discomfort, erythema, pelvic pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, discomfort, vaginal pain, redness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Date of implant and explant added. In non drug treatment medical device removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.